Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged due to moisture, insulin was squirting out and motor error that slowly rewinds. Customer states that insulin pump had moisture on screen so it made unable to read. Customer¿s blood glucose was like 300mg/dl at time of incident which was treated with carb. Customer declined troubleshoot high blood glucose. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.